Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was unresponsive. Customer stated that the 1-2-3 on the screen was unresponsive to presses and the wake button had to be pressed multiple times before being able to interact with the pump successfully. Customer noted the pump had been exposed to extra humidity. The customer's blood glucose was not impacted. Troubleshooting with tandem customer technical support (cts) was performed. The customer reported that the pump would continue to be used for insulin therapy.